Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-nov-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that 8709 was partially removed. The spinal segment was abandoned in the intrathecal space (unknown). Pump replacement-elective replacement indicator (eri) was reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep was initial reporter of this event. The event date was march 5th. The cause of catheter partial removal was that no cap was coming back when tested. The spinal segment was left in patient and it was intentional. No further complications were reported.